Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies. The customer¿s sensor glucose reading from the reported event was 62 mg/dl while their blood glucose reading was 147 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose of 65 mg/dl. The suspend on low limit in the sensor setting was 65 mg/dl. The customer also reported that she had a high blood glucose level of 424 mg/dl last night. Customer treated with a manual injection. Customer declined troubleshooting for the high blood glucose. The sensor will be returned for analysis. However, the insulin pump will not be returned for analysis.